Event description:
It was reported that while in use on a patient, this 840 ventilator suddenly stopped working as it could not set parameter ventilation, and then it stopped supplying oxygen. The patient¿s breathing and heart rate slowed down, pulse oxygen gradually decreased, and the body was hypoxic. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Initial reporter: reported by the (B)(6). (B)(4). Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The engineer of hospital equipment department (biomed) evaluated the ventilator and performed the extended self-test (est), and the ventilator returned to normal. The likely cause of the reported event could not be established. If information is provided in the future, a supplemental report will be issued.